Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
A second revision occured on (B)(6) 2019, due to wear of the glenoid with humelock reversed system. 32mm cementless stem, 36mm centered glenosphere with screw, 24mm glenoid baseplate cementless, 36mm humeral cup and +6mm post extension were explanted. First revision occured on (B)(6) 2019 due to unknown reason but prothesis was replaced by humelock reversed. Date of primary surgery is unknown.